Event description:
Pt reported the infusion device is obscured on low contrast. Pt stated he did not see the quantity of insulin on the display of the infusion device. Pt reported he can only see the upper part of the display on the device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.